Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe. As per the investigation procedure, observed an opening assessed as fold flaw opening, creases and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported, a left side capsular contracture, baker grade iii. Device has been explanted.